Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient data was not current. A technical support specialist (tss) dialed into the application server and ran a site-down query, identifying 779 messages pending with carefusion coordination engine connected. The external messaging service was restarted with no improvement, and health sight viewer indicated meditech was in a down/delayed state. The issue auto resolved after a few minutes. Customer was contacted and confirmed that new patients and orders were appearing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient data was not current, which impacted multiple patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.